Event description:
It was reported that the cystonephrofiberscope irrigation port is broken and pulled out of the scope. The issue occurred during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation the reasonably information suggested that the probable causes of the reported failure were due to stress problems, which are problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.